Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Ubd: 24-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 3000.0 of fentanyl at 1209.3 mcg/day, 225.0 mcg/ml of clonidine at 90.69 mcg/day, 30.0 mg/ml of bupivacaine at 12.093 mg/day, and 300.0 mcg/ml of baclofen at 120.93 mcg/day via an implantable pump for spinal pain. The patient reported that their healthcare provider (hcp) thought their pump was being replaced (B)(6) 2019 due to normal end of life, but the patient thought the pump had broken because she had to lift her husband. The patient reported at the pump replacement they realized the pump was broken and the medication had pooled in the patient's stomach. The patient stated they had to "clean it out" and sew the patient up. The patient reported that their hcp fixed or replaced the pump and catheter. No further complications were reported or anticipated.

Manufacturer narrative:
Has been corrected to include the following information: it was reported the hcp did not have the medication available, so the patient ended up going into withdrawal. The patient reported they have experienced withdrawal before, so they knew what withdrawal was like. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the hcp did not have the medication available, so the patient ended up going into withdrawal. The patient reported they have experienced withdrawal before, so they knew what withdrawal was like.